Manufacturer narrative:
H10 MFR narrative investigation summary: with all the available information, boston scientific concludes that the alleged detachment cannot be confirmed as the hene laser functional testing did not identify any breakage along the length of the fiber. The fiber glass cap/tip was found to be attached to the fiber. The identified melt at the glass cap side was likely due to excessive cap wear which occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap melting. Based on the reported information and observed device finding, there was no patient harm/injury associated with the event. There is no information to reasonably suggest that the identified glass cap melt could potentially cause or contribute to a death or serious injury if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap at the distal side appears to have melted. The connector cone, segments, and tabs appear in good condition. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakage along the length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Reuse or misuse of a fiber will result in an increased potential for damage to the fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 80,430 joules and 15 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a transurethral resection of the prostate (turp), without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 80,430 joules and 15 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a transurethral resection of the prostate (turp), without clinical consequences to the patient.

Manufacturer narrative:
The following fields were corrected: b5 event description h10 MFR narrative investigation summary: with all the available information, boston scientific concludes that the alleged detachment cannot be confirmed as the hene laser functional testing did not identify any breakage along the length of the fiber. The fiber glass cap/tip was found to be attached to the fiber. The identified melt at the glass cap side was likely due to excessive cap wear which occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap melting. Based on the reported information and observed device finding, there was no patient harm/injury associated with the event. There is no information to reasonably suggest that the identified glass cap melt could potentially cause or contribute to a death or serious injury if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap at the distal side appears to have melted. The connector cone, segments, and tabs appear in good condition. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakage along the length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Reuse or misuse of a fiber will result in an increased potential for damage to the fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber glass cap was loose and detached from the fiber at 80,430 joules and 15 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a transurethral resection of the prostate (turp), without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 80,430 joules and 15 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a transurethral resection of the prostate (turp), without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged metal cap detachment was not confirmed. However, the glass cap at the distal end was melted. The melting likely occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including melting of the glass cap. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits melting at the distal. The connector cone, segments, and tabs appear in good condition. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakage along the length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Reuse or misuse of a fiber will result in an increased potential for damage to the fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.